Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "implant rupture". Device has been explanted and replaced.

Event description:
Healthcare professional reported right side "implant rupture". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, d6a, g1, h6. Device photo analysis: visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog observed rupture in the device.